Manufacturer narrative:
H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: two (2) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. No black foreign matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 to (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black foreign material found in the fluid pathway. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.